Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was low sample volume collected in one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was low sample volume collected in one device. No adverse impact was reported regarding the patient or user.